Manufacturer narrative:
Device evaluation was completed. The complaint was confirmed. The root cause of the event was due to the hub cap from another manufacturer¿s sheath being smaller than 18 fr.

Manufacturer narrative:
(B)(4). Conclusion: a bifurcated stent graft was not used.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an iatrogenic aortic injury. It was reported the physician emergently treated a patient that had an aortic injury with a 28x49 endurant cuff. The aortic injury treated was believed to be from an instrument that occurred during spine surgery the same day. The physician stated that after successful deployment of the cuff and recapturing the tapered tip, the physician attempted to remove the delivery system through the 18 fr sheath from another manufacturer and there was resistance. The physician stated that the tip of the delivery system at the level of the spindle was getting stuck in the hemostatic valve of the sheath. The physician was finally able to remove the delivery system with aggressive retraction and hemostat manipulation of the tip of the delivery system. The cause of this issue is unknown. The physician stated that the patient was not at all affected by this issue. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.